Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the issue was caused by a faulty quantum board (qb). The qb board had two standoff screws missing. The housing was found chipped on the right bottom corner. The biomed reported that the they completed the procedure using another monitor. No additional issues were reported. If additional information is provided a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the monitor would turn on but did not display an image. It was also reported that the menu option was not illuminated. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include due to a normal aging deterioration because 5 years and 4 months have passed since the manufacturing.